Event description:
It was reported that the procedure was to treat a 75% stenosed distal right coronary artery. A xience prime was deployed and a 3.0 x 20 mm nc trek was used for post-dilatation; however, the balloon ruptured at 12 atmospheres at the second inflation. A 3.0 x 15 mm nc trek was then used. When an attempt was made to pressurize the balloon it would not inflate and contrast was found leaking from the shaft. It is unknown if this was observed while the device was inside or outside the patient. As it was verified by intravascular ultrasound (ivus) that the stent had been expanded sufficiently the procedure was completed at this time. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight universal ii, guide cath: heartrail5f jr4. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.